Event description:
It was reported that the device alarmed "air in line" with and without visible air noted in the IV tubing. To troubleshoot, the clinician would clean the area between pressure sensors with an alcohol swab and if this did not resolved, a new pump module would be used. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.